Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Did observe battery icon and booklet icon while strip was inserted. Uom was selectable and was rec'd at mg/dl. Errors 015 and 0300 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported they were unable to use their unlocked freestyle flash meter as the display screen had frozen. The meter was returned and has been confirmed to exhibit the memory overwirte malfunction. There was no report of death, serious injury or mistreatment associated with this event.